Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 508 mg/dl. Customer gave a correction bolus via the pump to address bg. Pump turned off and patient had not resumed insulin delivery therapy. The pump was reset and the customer continued using pump for insulin therapy. It was also reported also that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. It was further reported that the pump battery could not be charged. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.